Event description:
It was reported that two days following the implant procedure, the patient presented with a hematoma. Bruising and tight skin were observed extending to the patient's lower back, but no additional symptoms were reported. The physician prescribed oral medication to resolve the hematoma and no invasive actions were deemed necessary. The event is listed as resolved and no additional patient consequences were reported.